Event description:
The customer stated that since they started using the new lot of clinical chemistry serum ict calibrator, they have been experiencing a low calibration slope and an out of range low quality control levels. Performing the bleaching procedure did not resolve the issue with the potassium quality control being out of range low. This occurred on the architect c8000 analyzer. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.